Event description:
The physician was attempting to remove the coil from the aneurysm. As the coil was being slowly retracted, the physician noted that there was no movement of the coil as the pusher wire was moved. The coil had prematurely detached. The coil was successfully removed from the patient with the microcatheter and guide catheter. There was no report of injury and the patient was stated to be in "stable" condition post procedure.